Event description:
Event description guidant received information that this implantable pacemaker (ipm), implanted for 3.7 months, could not be interrogated and had no magnet response. Several different programmers were tried, with intermittent response to interrogation and magnet tests. The patient was placed on a holter monitor to verify pacing with vvi rate of 65 noted, indicative of a power-on-reset condition. The device was replaced and returned for analysis.